Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.50mm x 20mm maverick balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. It was further reported that the balloon was inflated twice before it ruptured.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.50mm x 20mm maverick balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 11mm long starting 1mm proximally from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.50 mm x 20 mm maverick balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. It was further reported that the balloon was inflated twice before it ruptured.